Event description:
The customer reported to the service center that, "nurse complained about something wrong with ventilator". A technician from the service center said "he performed an operational check and reviewed the event trace with no problems found". Further information obtained from a respiratory therapist (rt) from the home healthcare company reported, "the patient is an alert, elderly female who has signing capabilities with low audible threshold. In 2007, called to home for vent stopped working and no alarm went off. Arrived at home and was met by patient's daughter and husband. Patient was on their backup vent. Family tells me that the nurse stated that she left the room for a short period of time and when she returned, the patient was blue she had to initiate CPR and the vent was not alarming", 911 was called, paramedics arrived, patient ok, patient placed on backup ventilator (not taken to hospital). I (rt) performed uvt on ltv and found that it did not pass leak test. Distal (to patient) temp probe was dislodged from vent tubing. Upon reinserting the probe; leak test redone and passing grade. Full uvt performed, alarm volume checked 85 decibel. Entered event codes and found that low minute volume alarm as well as low pressure and vent shut off manually".